Event description:
It was reported that the index procedure was (B)(6) 2009 with placement of a 3.5 x 12 mm stent in the mid right coronary artery (mrca) with 0% residual stenosis. The subject complained of chest pain scaling 5/10; heparin was administered intravenously and the chest pain decreased scaling 2/10. Additionally, a non-target lesion of the proximal left anterior descending (plad) was treated with predilatation and placement of a 3.0 x 12 mm promus stent. During the intervention plaque shift was noted to the ostium of the diagonal branch. During the intervention the subject complained of chest pain and was administered 100 mcg nitroglycerin. The plaque shift noted in the non-target lesion was treated with balloon angioplasty using a 2.5 x 15 mm non-abbott balloon dilatation catheter (bdc) and placement of a unspecified drug eluting stent (des). Again, the subject experienced chest pain and 200 mcg nitroglycerin was administered. The patient was discharged (B)(6) 2009. On (B)(6) 2010 the patient experienced non-cardiac left arm pain. On (B)(6) 2012 the 80% in-stent restenosis of the previously placed stent noted in the mrca was treated with proximal portion placement of the 3.5 x 24 mm non-abbott stent. It was noted that a percutaneous coronary intervention (pci) was performed (B)(6) 2012 with placement of a drug eluting stent in the left circumflex (lcx) and the right coronary artery (rca).

Manufacturer narrative:
(B)(4). On (B)(6) 2013, 1400 days post index procedure, the patient presented with stuttering, and back pain radiating to the left arm. On (B)(6) 2013, coronary angiography revealed normal left main coronary artery (lmca); no significant focal stenosis of the lad; previously placed stent in the mlcx patent, rca (target vessel): 90-95% stenosis noted in the proximal portion of rca, proximal to the previously placed study stent. On (B)(6) 2013, the 95% stenosis, 90% stenosis (per source);noted in proximal rca was treated with placement of a 3.5 x 28 mm non-abbott drug eluting stent, post-dilatation with 0% residual stenosis. The subject was discharged on (B)(6) 2013. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, pain, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.